Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 5 and urinary incontinence. Concurrent conditions included uterine bleeding, bacterial vaginosis, anxiety, endometriosis and urinary incontinence. Concomitant products included ethinylestradiol; etonogestrel (nuvaring), ibuprofen, megestrol acetate (megace), metronidazole (flagyl) and tramadol. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), mood altered ("moodiness"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), fatigue ("vaginal pain"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain/ loss"). On an unknown date, the patient experienced depression ("depression"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysteroscopic removal of bilateral essure / tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, mood altered, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia, vulvovaginal pain, fatigue, gastrointestinal disorder, alopecia, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered alopecia, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, mood altered, nausea, pelvic pain, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: there was approximately 2 to3 coils poking out of the right ostia and similar fashion attention was turned to left ostia. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- dysmenorrhea, depression, pelvic pain, dyspareunia, vaginal hemorrhage, quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs and mr received. New events added-pelvic pain, abnormal bleeding (general), moodiness, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia (inability to have sexual intercourse), depression, bladder problems or changes, urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal pain, fatigue, gastrointestinal or digestive system condition, hair loss, vaginal discharge, weight gain/ loss, plaintiff did not undergo essure confirmation test", medical history, concomitant drugs and lab data added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.